Event description:
It was reported that a patient underwent a thyroidectomy on an unknown date and topical skin adhesive was used. The wound started leakage from the incision line. The topical skin adhesive was removed from the area that was leaking and antibiotics were given with a dressing. No additional information was provided.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.